Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated insulin pump had rejected new batteries more and more frequently and reservoir port had damage with crack in battery housing. Customer stated that buttons were sometimes harder to press or have to be pressed more than once along with random and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.